Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issues, stent damage, and catheter removal difficulty occurred. Vascular access was obtained via a contralateral approach. The target lesion was located in the heavily calcified superficial femoral artery (sfa). The bifurcation was normal. A 6x150, 130 cm eluvia drug-eluting vascular stent system was advanced to the target lesion and deployment initiated. With approximately 5-10mm of stent deployment remaining, the stent deployment thumbwheel and pull grip stopped responding. The physician pulled back the entire stent system to deploy the remaining stent; however this resulted in the stent becoming elongated. The delivery system was removed with some resistance and the procedure was completed. There were no patient complications and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Describe event or problem, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.: returned product consisted of an eluvia stent delivery system (sds) with an unknown 0.014¿ guidewire. The guidewire was received backloaded in the lumen of the sds with 60cm sticking out of the tip and 83cm from the handle. There was blood on the outer surface of the device and in the lumens. The shaft and handle were examined. There were two kinks at the nose cone. The stent was not returned. The sds was in the deployed state. The handle was opened during analysis. The inner was found to be prolapsed. An attempt was made to withdraw the guidewire; however, the condition of the returned device prevented guidewire withdrawal. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion was highly stenosed with normal tortuosity. Pre-dilation was performed and the stent was advanced over a .014" guidewire and through a 6f sheath. Elevated force was required when turning the thumbwheel for stent deployment. No kinks were observed on the delivery catheter and the stent did not fracture.